Manufacturer narrative:
Additional narrative: patient information is unknown. Date of event is unknown. This report is for an unknown screw lag/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery on (B)(6) 2017 due to a left periprosthetic fracture below the trochanteric femoral nail advanced (tfna) devices. The original implant date was in late 2016, possibly (B)(6). The fracture was discovered via x-ray on an unknown date. It was reported that the surgeon removed the short tfna nail, lag screw and a distal locking screw and replaced them with a long tfna nail, helical blade and two (2) distal locking screws. All of the hardware was found to be intact and easily removed. There was no delay in surgery and the patient was reported as stable. This is report 2 of 3 for (B)(4).